Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset was found in the pump history. There was no reported impact to the customer's blood glucose level. No additional information was provided regarding the event as the customer does not recall.